Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c93ee, serial/lot #: (B)(4), ubd: 08-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm .  It was reported that during the index procedure, the bifurcate was implanted followed by a etlw1613c124ee on the contralateral side. At the end of the procedure, a final angiogram was performed where an endoleak was seen thought to be a type IV endoleak.  The physician thought it could be a type iiib endoleak so decided to implanted a endurant cuff etcf2525c49ee and another limb etlw1613c93ee in order to do a complete relining of the stent grafts.  Per the physician the cause of the event is a graft tear. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films returned; however, the exact endoleak type and cause of the endoleak could not be fully determined . While a type iiib fabric endoleak cannot be ruled out, this endoleak type would be less likely to have occurred at index. Although calcification ( which can lead to fabric wear due to external abrasion ) was noted along the proximal seal zone, a type iiib fabric endoleak would have been likely resolved after relining of the stent graft. This endoleak appears most likely to have been a type IV endoleak, due to fabric porosity. The contrast blush was still observed near the flow divider after implantation of the endurant cuff and additional limb stent graft. The highest permeability area is often in the transition area from the aortic to the iliac portion of the graft. The contra limb in the bifurcate gate was significantly lower in porosity due to the amount of layers of graft material, so the contrast is likely to take the path of least resistance in exiting near the flow divider/ single layer ipsilateral limb and resulting in a type IV endoleak. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak, and injection of contrast from a close proximity to the fabric may have also exacerbated the intensity of the contrast blush. It is also possible that a type ii endoleak due to patent collateral vessels may be present. No obvious stent graft integrity issues were observed on the films provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported the physician thought the problem was with the main body bifurcate and not in the etlw1613c124ee limb, it was thought there may be a hole close to the aortic bifurcation, so therefore the physician implanted the endurant cuff and the other limb etlw1613c93ee then more proximally. It was said after the implant of the cuff and limb, the endoleak was persistent but less strong than the beginning. D10: updated - section d information references the main component of the system. Other relevant device(s) are: etcf2525c49ee s/n: (B)(6); use by date: 2024-08-22; upn # 00643169780781. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.